Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the device was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 12mm x 4cm balloon. The balloon had been previously inflated. The distal end of the balloon was slightly bunched, possibly indicating that the glue bullet was lodged in the catheter shaft. No other anomalies were noted to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house guidewire, and it passed without issue. The balloon was able to be inserted through an in-house 8fr introducer sheath without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. The balloon was unable to be inflated, as water leaked out of the fibers of the balloon 3.7cm from the distal tip. The balloon was able to be deflated and retracted through the sheath without issue. The balloon fibers were stripped and the pinhole leak was found 3.7cm from the distal tip, likely a result of the reported needle puncture to deflate the balloon. The balloon was cut with a scalpel near the inflation/deflation ports. Upon removing the balloon, it was noted that the glue bullet was not in its correct location and was lodged inside the outer catheter shaft. The polyimide was pulled distally to remove the glue bullet from the outer catheter. Upon removal, it appeared that the diameter of the glue bullet was too small, causing it to become lodged inside the outer catheter shaft. Additionally, the glue bullet did not have a flat edge. The stepped portion of the shaft was examined under microscopic magnification and was observed to be slightly oval in shape. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available. Conclusion: the investigation is inconclusive for inflation/deflation issues, as the balloon was unable to be inflated due to the reported needle stick used to puncture the balloon. The investigation is inconclusive for sheath retraction issues, as the customer's 7fr introducer sheath was not returned and the balloon was able to retract through an 8fr in-house introducer sheath without issue. The investigation is confirmed for a product quality issue. The evaluation found the glue bullet was lodged within the catheter shaft, blocking the inflation/deflation ports. The od of the glue bullet did not meet the minimum required specification of 0.0628", the glue bullet was measured to be 0.0618". Although this may not be an accurate measurement, as the glue bullet may have been forced into the catheter shaft. Additionally, the bullet did not have a flat edge. The root cause for the glue bullet becoming lodged in the catheter shaft is possibly manufacturing related and likely caused the inflation/deflation issues. The user used a smaller sheath size than indicated per device labeling (7fr instead of 8fr). It is unknown whether the use of the wrong sheath contributed to the deflation issues. Labeling review: the current conquest pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the first inflation of a pta balloon (atm unknown), the balloon was allegedly difficult to inflate in the subclavian arch. It was further reported that the balloon allegedly would not deflate and that additional medical intervention (a needle stick through the skin) was required to deflate the balloon. It was reported that there was some alleged difficulty retracting the balloon through the sheath. Reportedly, another balloon was used to complete the procedure. The patient is reportedly doing well.